Event description:
The lead was implanted on (B)(6) 1995. Oversensing of electronic interference noted on rv lead. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).